Event description:
On (B)(6) 2010, the pt reported having an ongoing issue with air bubbles in the insulin cartridge. She stated the air bubbles form over time after the insulin cartridge is inserted into the infusion device. She stated that she tightens the adapter as hard as she can. She was advised against over-tightening. The tp refused to perform troubleshooting. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.